Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had cuff inflation/deflation issue. The customer indicated no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation: the device history record (DHR) was reviewed and no discrepancies were found. A visual inspection was performed and it was observed the inflation line was cut and the tube is missing the inflation line and the pilot balloon and they were not received, besides an inflation/deflation test was performed a syringe needle was connected to the inflation line, and 25cc of air were applied to the cuff and no difficulties were observed at the time of inflation nor deflation, the cuff inflated and held the air, the cuff was left inflated 2 hours, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. No failure mode was observed in the received sample, and all manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.